Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that it was slow to deliver a bolus. Patient stated that it ramps up the first 90% and then the last 10% takes a long time. Agent reviewed information and walked patient through clearing data on the handset. When asked event date - patient stated they get the pump refilled and then it works well for the first week or 2 then, it starts to slow down until the next fill. Patient stated this had been happening for years. Patient would monitor the lag issue and call back if further assistance was needed.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.